Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that at implant, the device was at elective replacement indicator, a power on reset had occurred, and the battery voltage measurement was low. The device was not used and remains in the original box, and another device was implanted. No patient complications have been reported as a result of this event.